Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken at loading during an operation, in spite that no excessive power had been put on. Therefore, a new package was opened to complete the operation. No clip fell/remained in the patient.

Event description:
It was reported that a clip got broken at loading during an operation, in spite that no excessive power had been put on. Therefore, a new package was opened to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73e1900060 was manufactured on 05/01/2019 a total of (B)(4) pieces. Lot was released on 05/09/2019. DHR investigation did not show issues related to complaint. The customer returned one loose clip 544230 hemolok ml clips 6/cart 84/box for investigation. The clip was visually examined with and without magnification. Visual examination of the clip revealed that the clip was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Reference file (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A clip was returned broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken parts - clip - info not provided" was confirmed based upon the sample received. A loose clip was returned broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.